Manufacturer narrative:
Product event summary: one (1) driveline cover (unknown lot number) and one (1) controller (unknown serial number) were not returned for evaluation. No performance allegations were made against the controller. Controller log files were not available for analysis. As a result, the reported controller end of life event could not be confirmed. A review of the driveline cover's inspection documentation could not be conducted since the lot number was unknown. The reported driveline cover hardening event could not be confirmed due to insufficient evidence. Based on the limited information available and historical review of similar events, a possible root cause of the reported hardening of the driveline boot cover event may be attributed, but not limited, to leaching of the plasticizer from the material, and/or degradation of the material, resulting in hardening. This event was reported in the q2 2022 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Additional products: d1: heartware ventricular assist system ¿ controller d4: model #: unk-controller / catalog #: unk-controller / expiration date: unk / serial or lot #: unknown UDI #: asku d9: no device manufacture date: mfg date: unk labeled for single use: no. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized as the driveline connector cover had hardened preventing exchange of controller, which was due for change as the controller was nearing internal battery end of life. The hardened cover was removed from the controller. The patient was not allowing for the providers to change controller. The controller remains in use. No further patient complications have been reported as a result of this event. This event was reported in the q2 2022 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.